Manufacturer narrative:
B3: unknown. Device evaluation: one device was received. A visual inspection found the top housing broken. During the functional testing, a motor rate error was duplicated in the middle of infusion. Customer reported issue was confirmed. The cause of the issue was found to be a worn lead screw. The lead screw was replaced.

Event description:
It was reported that there was a motor rate error. The issue was found during routine maintenance. No patient was involved.